Event description:
After the processing of (B)(4) was completed, it was discovered during the acceptance inspection. We noticed that there was a mistake in the "big label" on the box and the "device label" on the device. 1,mistakes on the "big label" -the "ref" number is listed as "161009". The correct number is "161006". -the number of "(01) next to datamatrix code" is written as "(B)(4)". The correct number is "(B)(4)". 2,mistakes on the "device label". -the number of "(01) below the datamatrix code" is written as "(B)(4)". The correct number is "(B)(4)". The "ventilator information" inside the box is correct. The "small label" on the box is also correct. Can you please send me two corrected "big labels"(front and back of box) and one corrected "device label"?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device was wrongly labelled. The issue was caused by erroneous labels. The underlying root cause could not be determined, but a CAPA is recommended to establish it. In consequence the correct labels were provided. There was no patient or user harm.